Event description:
It was reported that the patient had a pericardial perforation from the right ventricular (rv) lead. Also, the patient felt muscle stimulation and rub or pain on the left side of chest on deep inspiration and a sharp pain in the left part of the patient¿s chest when laying on their left side. The rv lead was surgically revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).